Manufacturer narrative:
Medwatch sent to FDA on: 01/aug/07. The product associated with this report has not yet been returned. Based upon the implant date and serial number provided by the reporter the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." Device labeling instructs surgeons to "inspect the inflatable portion of the band for uneven inflation or leaks" prior to product placement. A possible cause of the event includes over inflation of the band with sterile saline. The exact cause of the event cannot be determined.

Event description:
Reported as an aneurism and a band leak located in the arm of the band.